Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for lumbar "radioculopathy" and failed back syndrome. It was reported the patient stated they had either a problem with the stimulator or recharging system that happened in (B)(6) 2018. The patient stated the stimulator would not hold a charge. The patient stated earlier the charge held for 3-4 weeks, then in (B)(6) it would only last about 2 days. The rep noted the patient stated there was no contributing factors that led to the change in therapy. The patient noted they didn¿t know if it was the recharging system or the stimulator causing the problem. The patient stated he had to jump start the stimulator twice. The healthcare professional (hcp) recommended the patient to replace the stimulator with a different implantable neurostimulator (ins) and the patient agreed, and the stimulator was replaced successfully on (B)(6) 2018. It was noted the issue was resolved at the time of the report. It was noted the stimulator on and the patient stated he was receiving good therapy to his pain area at a low amplitude. The patient and his wife were educated on recharging and controller, verbalized understanding and had no further concerns. The patient called the rep prior to the post-operative appointment. The patient was listed as alive with no injury at the time of the report. There were no further complications that have been reported as a result of this event.